Event description:
It was reported to kendall in 06/2001 that a nurse was putting filled sharps container into larger unit for final disposal, forcefully pushed the container in, and sustained a needlestick from an item sticking out of wall of container. Discussed with purchasing manager; reply from lab supervisor/safety committee pending.